Manufacturer narrative:
Pre- , post-procedure and discharge medications include aspirin and clopidogrel. The information received indicated that approximately two months post right internal carotid artery precise stenting, the patient died. The cause of death could not be determined. At baseline the (B)(6) female's medical history included hyperlipidemia, diabetes mellitus, coronary artery disease, myocardial infarction, hypertension (systolic>140, or diastolic>90, or requiring medication) with the treatment site was a recurrent stenosis at the site of a previous cea. The patient was admitted with a 95% stenosis in the ostium of the right internal carotid artery. It was indicated that she was asymptomatic; however, the baseline (B)(4) was indicated as a 3. The 95% stenosed lesion had severe calcification and mild vessel tortuosity. The lesion was pre-dilated; it was indicated as resistant to angioplasty. A 10 x 30mm precise pro rx stent was implanted with no malfunction or associated major adverse event. An angioguard xp was successfully deployed and retrieved. The patient was discharged the following day with no major adverse event. There was no adverse event during the 30 days follow up. The product remained implanted and was therefore not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14054647 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. A DHR review was requested to nitinol devices & components (ndc), for part number: 24056 and stent lot numbers 119944 and 118919; and the results indicate that the stent shipped meets specified release requirements. Although death is a known possible adverse event associated with carotid artery stenting, with the lack of information available, it is not possible to draw a clinical conclusion between the device and the reported death of unknown cause. The patient's medical history and high risk criteria put her at increased risk for major adverse event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The information received from the (B)(4) study indicated that the patient was admitted asymptomatic with a 95% stenosis in the ostium of the right internal carotid artery. The lesion had severe calcification and mild vessel tortuosity. The lesion was pre-dilated and a 10 x 30mm precise pro rx stent was implanted with no malfunction or associated major adverse event. An angioguard xp was successfully deployed and retrieved. The patient was discharged the following day with no major adverse event. There was no adverse event during the 30 days follow up. Approximately two months after the index procedure the patient died. The cause of death could not be determined. The event was reported to be unrelated to the device and procedure.